Event description:
It was reported the device had "fluctuating temperature". The device was identified during testing with no patient involvement.

Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was given functional testing and the fluid output temperature reached 41.9 degrees c. The device was found to function as specified with temperature fluctuation. No device problems were identified.